Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported sensitivity in the gums, discomfort in the teeth and jaw, and discomfort from the aligners. He also mentioned using a splint for tmj disorder on his bottom teeth and wants it to still fit at the end of treatment. The clinical team provided the patient with tips for managing jaw discomfort, and treatment continued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.